Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: >7.5, lab: 4.4. Patient's therapeutic range = 2.0-3.0.

Manufacturer narrative:
Investigation pending.